Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Investigation summary: customer returned ( 1 ) not activated autoshield duo 5mm, 30g bd pen needle without the tear drop label. Customer states when trying to screw on pen needle, nurse noticed the threads where spinning and even saw an exposed spring which prevented them from connecting to a pen. The returned pen needle was visually inspected and it did not exhibit any showing spring; it was also attached to a test pen and it attached as well as detached to the pen per specification (without any difficulty). The alleged issue could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that when trying to screw on the pen needle, the nurse noticed the threads were spinning and even saw an exposed spring which prevented them from connecting to a pen on a bd autoshield duo pen needle 30ga 5mm. This occurred on 6 separate occasions but the date/time and or patient information is unknown.

Manufacturer narrative:
This complaint was over reported. This complaint is not MDR reportable. This type of event renders the device unusable prior to use, requiring replacement. There is no exposure to blood.

Event description:
This complaint was over reported. This complaint is not MDR reportable. This type of event renders the device unusable prior to use, requiring replacement. There is no exposure to blood.